Event description:
Pt received a blood glucose result of 97mg/dl at 4:14pm. The customer ate dinner and took medication at 6:30pm. The customer stated they took 5 extra units of insulin. The next morning the customer was found in a diabetic coma at 6:45am. Emts were called at 7:30am they received a result of 40mg/dl on the customer device the result was 72mg/dl. The customer was given an IV and taken to the ER. They were given food to eat at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.